Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to MFR reports 3005099803-2008-01405 for a description of the second event. It was reported to boston scientific corporation in 2008, that a captiflex snare was used during a polypectomy procedure, five days prior. According to the complainant, the snare did not cut the polyp. The physician attempted to complete the procedure with a second captiflex polypectomy snare.

Manufacturer narrative:
The suspect device has been received but an eval has not been completed. A failure analysis not available; therefore, the relationship between this device and the cause of this event is undetermined.